Manufacturer narrative:
(B)(4)..

Event description:
On (B)(6) 2017, this patient underwent endovascular procedure to repair a chronic thoracic aortic dissection using two conformable gore® tag® thoracic endoprostheses. After the first endoprosthesis was deployed, another endoprosthesis was deployed proximal to the first endoprosthesis. The patient tolerated the procedure. At the (B)(6) 2017, follow-up computed tomography (CT) showed that the middle of the proximal endoprosthesis was infolded. Reportedly, the distal end of the endoprosthesis was fully expanded, and the infolding was observed only in its middle portion. The physician reportedly considered that the endoprosthesis was oversized against the artery in that portion and this condition might have caused the infolding. On (B)(6) 2017, ballooning was performed to expand the infolded portion of the endoprosthesis, and the infolding was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Correction: date of event.